Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a constant cassette error when latch is closed and locked. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair for complaint of constant cassette error when latch is closed and locked. There was no previous service history. Review of event log found alarms for "broken cassette." Visual and functional testing was performed. Found battery compartment is corroded and cracked and the downstream occlusion (dso) seal is lifted. Device passed accuracy and pressure tests. Probable cause of reported complaint was not determined. During investigation, found unit does not hold date and time even after charging for 72-hours and replaced the printed wire assembly (pwa) board. Replaced both dso seal and battery compartment. Recalibrated sensors, and updated software. Device passed all functional testing.